Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for ua07 was a defective load cell, likely attributed to a defective component or mishandling such as drop. Upon visual inspection, no physical damage was observed. The archive data review showed ua07 error messages on the customer reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data indicated a ua12 (lifeband not present) error message on the reported event date and was cleared by the user. The lifeband belt switch assembly was inspected and verified that the switch assembly is within the specification. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load cell characterization test revealed that load cell 2 was defective (exceeded the parameters) and was replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer was unable to clear the error message. No patient involvement.